Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown (B)(6) 2018 and a suture was used. During surgery the needle was broken at the swage during continuous suturing. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported a needle breakage. A failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code z1923e. There was no needle in the packaging, and no additional analysis was performed.